Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare provider reported "capsular contracture IV" for the right side. Healthcare provider later reported that the patient felt "discomfort or mild pain only when [they were] not feeling well." Device remains implanted.

Event description:
It has been identified that this record, mrn 9617229-2025-21485, is a duplicate of mrn 9617229-2025-20862. Please see mrn 9617229-2025-20862 for reportable events.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5; h10.